Event description:
Philips received a complaint by a customer on the v60 indicating that the device fails ground and leakage testing of the power cord. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Despite the alleged malfunction of the device and after further investigation and multiple attempts to obtain more information, the customer indicated that he is not aware of any malfunction of the device. The customer requested the part number for the power cord for stock purpose only. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.